Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device's alert settings were automatically altered. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device's alert settings were automatically altered. The product was evaluated. An exterior visual inspection was performed and passed. Charge test was performed and passed. Receiver boot test was performed and passed. Nordic bluetooth pairing test was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was confirmed. No injury or medical intervention was reported.